Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and not detected on communication bus. The customer stated that there was a delay in dispensing medication to a patient. As per part investigation, it was determined that there was thermal damage observed on the drawer controller board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). The report of drawer failure, where device was not being detected on the bus, was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: main station drawer 6 controller board failed and had thermal damage; replaced drawer controller board and pyxibus cable. Thermal damage was observed on the returned drawer controller board. Multimeter testing also noted shorted components on the drawer controller board. No further testing was deemed necessary with this part, as it may damage lab device components. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was failed and it was failed to detect on communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. The field service engineer (fse) had found that the drawer board in main drawer 6 had failed and had thermal damage. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed and it was failed to detect on bus. The field service engineer (fse) had found that the drawer board in main drawer 6 had failed and had thermal damage. The fse had resolved the issue by replacing the drawer board and bus cable. Additionally, the fse had checked the components and reseated the cables to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.